Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 51 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 624 mg/dl. Customer was in the hospital for a procedure (not diabetes related) and was treated with intravenous fluids of insulin to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.